Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device in question has already been requested for investigation but has not been received yet. As soon as it is returned a maquet field service technician will evaluate the unit. A supplemental report will be provided as soon as additional information becomes available.

Event description:
The error message "head error" occured sporadically during the treatment. The device was replaced. No consequences to the patient were reported. The customer confirmed that at no time there was any hazard to the patient as trained medical professionals as well as emergency equipment was available at all times. (B)(4).

Manufacturer narrative:
The device was received for investigation on 07/26/2016. According to the service report 2016201 from emtec the lemo plug was bent. The lemo plug was mechanically bent on the rotaflow drive which is why the plug is difficult to get into the socket of the console. As a result, the plug is not arrested, and thus caused by the movement of the rotaflow, e.g. Loses contact during transport, which results in an error head. Additionally determined defects and their (possible) causes: the "closing" is worn out and locked out. Hw-update of the mechanical parts "cap" and "ventilation-cap". Age of construction. Hw update of the electronics by replacing the board mc1 and mc2. Age of construction. Hw-update "magnet-coupling" by replacement in new version with 12 magnets. Rfd-connection cable incl. Plug renewed. New "closing", cap and ventilation-cap mounted. Boards rfd_mc1 and rfd_mc2 and magnet-coupling renewed and the unit was tested to factory specifications. All tests were performed successfully. The unit has been repaired and repaired and returned to service. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).